Manufacturer narrative:
Short circuit. The neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The implantable neurostimulator battery had non-normal battery depletion, due to a short circuit. The implantable neurostimulator was explanted. No additional patient or reporter identifier, or other clinical information was provided. A follow-up report will be submitted if additional information becomes available.